Event description:
The customer reported via phone call that their sensor had a crack on the top of it. The customer explained that they were in the hospital on 04/09/2015 due to low blood sugar. The customer's blood glucose at the time of the low blood glucose event was under 20 mg/dl. The customer stated that the settings on the insulin pump had been changed but was unaware of how it occurred. The customer was advised that the insulin pump would be replaced because the customer was uncomfortable with the insulin pump. The customer's blood glucose at the time of the call was 184 mg/dl.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, and occlusion, prime, excessive no delivery and displacement tests. The insulin pump was also received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Additional testing information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.